Event description:
It was reported that the patient's implantable neurostimulator (ins) was working "very spotty". It was noted that patient was getting headaches, had memory problems, and had black spells which started about 6 months ago. In additional, the patient indicated that they had fallen 4 times in the past 3 weeks. It was unclear if the ins device played any part or had any impact on these events. The ins was implanted to treat the patient's regional pain syndrome (rsd) and a work-related incident. Additional information was requested, but was not available. See also manufacturer's report # 3004209178-2012-09845

Manufacturer narrative:
Product ID, 3998 lot# v035769, implanted: 2007 (B)(6), product type lead product ID, 39286-30 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708360 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708360 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2012(B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension (B)(4).